Event description:
A malfunction alarm, identified as malf 1, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed to revert to multiple daily injections (mdi) as backup insulin therapy while a replacement pump was sent by technical support.